Manufacturer narrative:
The customer will be provided with a replacement device. The device was not returned to stryker for evaluation. Root cause could not be established.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.